Event description:
Fse was on site for install of new cathlab when he tried to calibrate p4, he was unsuccessful. Fse then went to the other cathlabs and had the same result-p4 would not calibrate. (Ref ra#wc48797).